Manufacturer narrative:
H10: the device was available for evaluation but not requested due to one (1) picture and one (1) drawing clear enough to identify the defect reported. The picture and the drawing provided were visually inspected, and it was observed that the venous dialyzer line was disconnected from the access site. The reported condition was verified. The cause was attributable to the manufacturing and assembling process. A nonconformance has been opened to address this issue. The lot number was unknown; therefore, a batch review could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b4/f8: date of this report in follow-up MDR #1 is being corrected from blank to 07/21/2021.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a gambro cartridge ext dialyzer, an external blood leak was observed between the venous injection site and the venous dialyzer line due to line disconnected from the connector. There was no patient injury or medical intervention associated with this event. No additional information is available.